Manufacturer narrative:
Inspected three sealed reservoirs. Performed the leak test and reservoirs passed per specifications. No leakage or air bubble anomalies noted during analysis. Checked o-rings and status screen for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. Customer has made several calls within the last couple of weeks. Customer has been experiencing high blood glucose. Customer noticed a bubble. Customer smell insulin in the insulin pump. The blood glucose reading is 180 mg/dl. The reservoir comes from the same the lot. Nothing further reported.